Event description:
Account reports that the luer lock connector came apart from the tubing. Tubing was in use on a pt. At the time, no pt. Injury or blood loss reported. Incident occurred on an adult pt.